Manufacturer narrative:
The associated complaint device was not returned for evaluation. Based on the available information, a root cause for "arthrofibrosis and possible infection" cannot be concluded. However, they are known complication of surgery. This is a retroactive study. The event occurred in 2015 and is now documented as resolved. No further harm to the patient is expected. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. This device was implanted prior to its expiration date. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that the patient underwent an irrigation and a debridement with polyethylene exchange in the left knee due to left knee arthrofibrosis and infection. The tibial insert component was removed.